Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-02973. It was reported that the patient was admitted to the hospital for sepsis. The implantable cardioverter-defibrillator system was explanted. The physician stated he not believe the device had any involvement why the patient was infection. The patient was stable.